Event description:
Pt has history of chest pain, sob, since filter was placed. Became increasingly debilitated, was on o2, many medications and had difficulty walking due to sob. In ER, a "wire" was seen on x-ray, but no treatment was done. Finally pt had open heart surgery to remove filter and broken wire. States it "broke off and was wrapped around the heart." Since surgery, pt is not dependent on o2 and takes little medication. Also states that they had a torn heart valve due to the device. Physician does not know manufacturer of device.